Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. After visual inspection of the received image, it was possible to observed the fixing tab was broken on one side, with a stratafix suture code sxpp1a405. As part of our quality process, manufacturing records for the serial number of this batch were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals is carried out through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - 2360 g /m.

Event description:
It was reported that a patient underwent a spinal procedure on (B)(6) 2022 and barbed suture was used. The fixation feature had been missing in the newly dispensed suture when it was opened for surgery. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, g 2. Is report source user facility, h3 testing of actual/suspected device investigation summary ==> the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one open sample that pertain to product code sxpp1a405 was received. Upon visual assessment of the returned sample, it was observed that the strand had begun with a degradation process caused by exposure to the environment. In addition, per the condition of the suture, the sides of the fixation tab were broken. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4. Expiration date, d9. Device available for evaluation?, h3. Device evaluated by manufacturer?, h4. Device manufacture date, h6. Component code, h6 type of investigation, h6 investigation findings, h6 investigation conclusions